Event description:
A cook 8.5 french percutaneous nephrostomy catheter was placed successfully. A month later, the patient who was 31 5/7 weeks pregnant experienced increased flank pain and the tube was not draining well. The catheter hub was cut and extensive attempts were made to pass two different wire guides through the tube. Wire passage was not possible secondary to complete obstruction. Attempts were made to remove without a wire. However, the pigtail was completely locked in place. The pigtail was unable to be unlocked. A sheath was placed and the nephrostomy tube straightened. However, the tube would not pass completely into the sheath. Approximately 7mm of the distal tip would not pass into the sheath. A density consistent with sediment/calcification was noted at the catheter tip. Despite numerous attempts the catheter tip was unable to be removed, and upon final traction with the use of a hemostat the tip of the catheter broke and remained in the retroperitoneal tissue. The plan is to remove the broken tip of the catheter laparoscopically after the delivery of the infant.